Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient during a stent placement procedure on an unknown date. According to the complainant, the indication for the stent placement was for treatment of a stricture within the colon due to primary large intestine malignancy. The stricture is approximately 6 cm in length. During the procedure, a stent was implanted from the descending colon to the sigmoid colon. Following the stent placement, it was observed that the stent was not fully covering the stenosis. The physician confirmed that the wrong size stent was inadvertently chosen for this procedure. Therefore, a second stent was implanted to overlap the first stent. Following deployment, as the physician began to remove the delivery system from the patient, it was noticed that the second stent migrated approximately 3 cm away from the first stent. As a result of this, the stenosis was not fully covered. According to the physician, no immediate treatment was required. Therefore, the procedure was completed and both stents remain implanted within the patient. Approximately one day following the procedure, the patient developed a fever. In the physician's assessment, the fever was not serious enough to require immediate treatment. The physician chose to wait and see how the patient's condition progressed in the next few days before making a treatment plan. Subsequently, it was reported that the fever resolved. According to the physician, the patient sometimes suffers from fevers after stent placement procedures.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.